Event description:
The user received questionable phenytoin results for one patient sample. The original result was 22 ug/ml with a data flag. The repeat results were 13.8 and 13.7 ug/ml. All of the results were reported outside the laboratory. The patient was not treated as the pharmacist questioned the original result. The phenytoin reagent lot number was 62946501. The field service representative could not find a cause. As a preventative measure, he replaced the absorbance lamp and performed an air/water calibration which passed. He checked the absorbance sensitivity, absorbance photometer optics and accuracy, workstation accuracy and probe throughput all with passing results. To verify the analyzer operation, he ran precision testing with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause as no raw data and no sample was available for further investigation. It can only be speculated that the problem was caused by a sample specific or pipetting issue as calibration and quality control data did not exhibit a problem with the device. The customer confirmed no adverse events occurred.